Event description:
The pt contacted lfs on 11/18/2003 alleging their meter would power off during use. They felt this was due to the battery cover being loose, however even with pressing the back of the meter in the issue persisted. They stated that they do not know the last time that they were able to test on the meter. The pt reported contacting the physician and having their blood sugar tested on the physician's meter, but does not remember the reading. The issue with the meter was not resolved. The meter is being replaced for the pt. No further info has been reported.